Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring but the issue persisted and reportedly, damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.